Manufacturer narrative:
Describe event or problem for additional information provided by the penumbra sales representative (rep) on 26 jan 2017. Base on the additional information above, evaluation codes, patient codes is being updated.

Event description:
The physician then attempted to use a non-penumbra catheter but experienced the same buckling issue. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace 68). During the procedure, the physician noticed under fluoroscopy that the ace 68 was buckling around five centimeters from its tip. Therefore, the ace 68 was removed. It is unknown how the procedure was completed or if there was an adverse effect to the patient. Please note that the manufacturer has requested additional information from the customer; however, no additional information has been obtained. Additionally, the penumbra sales representative indicated that the event likely occurred within the past two months; however, the exact date of event was not provided. Therefore, the date of event is being left blank.